Manufacturer narrative:
(B)(4). A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received partially deployed on the delivery system. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. An electrical evaluation was performed, and there were no issues noted with the device electrocautery. There were no other issues noted. The investigation concluded that the reported device advancement issues were likely due to anatomical or procedural factors, such as the handling of the device, the technique used by the user, and normal procedural difficulties. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a hot axios stent was to be implanted transduodenal to the bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was unable to advance the delivery system through the duodenal wall. The device was removed, and the physician attempted to place a second hot axios stent, but the same issue occurred. The second device was removed, and the physician completed the procedure using a cystotome, a wallflex fully covered stent, and double pigtail stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed.